Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. The patient's blood glucose at the time of incident was 274 mg/dl. The alarms occurred during the rewind process. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm motor position encoder error alarm due to erased history file. Unable to perform unexpected restart error test due to motor error loop. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, prime test and displacement test. No motion sensor test failure alarms noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.